Event description:
It was reported while using an unspecified bd conventional pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: needle (partially) blocked.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023. H6: investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd conventional pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: needle (partially) blocked.